Event description:
It was reported that the device could not be interrogated with the programmer due to battery depletion. The device was explanted and replaced.

Event description:
It was reported that the device could not be interrogated with the programmer due to premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).